Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: on ni/ni/2002, pt underwent repair of incisional hernia with composix mesh. (Note: see MDR 1213643-2012-00269 for info related to the composix mesh) on (B)(6) 2004, pt underwent lysis of adhesions, excision of composix mesh and repair of recurrent hernia with composix e/x mesh. It appeared that the superior half of the composix mesh had released from its fascial attachments. On (B)(6) 2004, pt presented with abdominal pain and distention. A CT revealed several large fluid collections, which was suspicious for a probable leak. He underwent exploratory laparotomy. The composix e/x mesh was removed along with a small piece of the composix mesh that had been left on the small bowel. An enterotomy was identified on the small bowel and repaired. On (B)(6)2004, pt underwent drainage of multiple intraabdominal fluid collections.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an add'l implant. Currently, it is unk whether the device may have caused or contributed to the reported event. One day post implant the pt had several large fluid collections. A small bowel leak was identified and primarily repaired, during this procedure the composix e/x mesh was excised. There was no lot number included in the medical records provided; therefore a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2012-00269 for info related to the composix mesh implanted in 2002.